Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic doctor reported that the irrigation and aspiration was unstable during the cataract procedure. The product sample was discarded by the facility. Additional information has been requested.

Manufacturer narrative:
This is the second complaint reported for this finished good lot. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint is not known; the sample has not been returned for investigation. (B)(4).